Event description:
An advocate stated the customer became unresponsive. His blood result on the breeze2 was 78mg/dl. An ambulance was called and the emt retested the customer on a different meter with a reading of 49mg/dl. The customer was given sugar water three times and was feeling better after three hours. The test strips are expected to be returned for evaluaton. A new kit was sent to the customer.

Manufacturer narrative:
The initial reporter information was not provided.